Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 499 mg/dl at the time of hospitalization. The customer¿s other blood glucose value was 383 mg/dl, 382 mg/dl, 323 mg/dl, 277 mg/dl, 302 mg/dl, 306 mg/dl, 330 mg/dl, 376 mg/dl, 313 mg/dl, 263 mg/dl, 456 mg/dl, 357 mg/dl. The ketones were became moderate also customer experienced stomach ache and nausea due to high blood glucose. The customer treated high blood glucose with insulin drip, heparin and intravenous fluid. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer reported that basal rates were programmed accurately. The customer reported that bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.